Event description:
The customer stated that when he placed the code strip into the meter, the display would not show all of the segments. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call with future questions/concerns.